Manufacturer narrative:
Event conclusion: the device was repaired and remains implanted. The rate sensing portion was capped but the shocking portion remains active. The rate sensing portion was not returned, therefore cpi could not confirm the allegation.

Event description:
Additional info: the rate sensing portion of this lead was removed from service due to oversensing and inappropriate therapy.